Event description:
Boston scientific received information that tachycardia therapy for this cardiac resynchronization therapy defibrillator (crt-d) was programmed to other than monitor plus therapy. It was reported that tachycardia therapy was programmed off in this crt-d for an atrioventricular nodal ablation procedure. Tachycardia therapy was not programmed back on post procedure. Additional information was received that intervention was performed to program tachycardia therapy back on at a later date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.